Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. Unable to confirm if customer received sensor in that condition due to customer returned opened/used.

Event description:
It was reported the customer's sensor became detached from the customer's body. Customer stated their sensor fell out when they pulled out their serter. The customer's blood glucose was 145 mg/dl at the time of the event. Customer was also able to verify the sensor penetrated their skin lightly. Customer was advised their sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.